Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e03 error was recorded and malfunction of the main board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel blacked out with alarm sound due to abnormal operation of the pressure sensor mounted on the main board was detected (malfunction of the main board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a front panel blacked out with an alarm sound.the issue occurred during set up/inspection for use.there were no reports of patient harm.